Event description:
It was reported that during generator replacement for end of service high impedance was observed with the new generator connected to the existing lead. A new lead and generator were then implanted and diagnostics were within normal limits. It was reported that the explanted products will not be returned for analysis per hospital policy. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.